Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive motor error alarms and no delivery alarms. After customer changed infusion set due to low reservoir alarm, customer received a compromised forced sensor alarm and was not able to clear. Customer states insulin "squirt" out when attempted to prime and was stuck in the "preparing to prime" loop. Customer states drive support cap was protruded. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.